Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose of 52 mg/dl while using the ilet, chose to eat breakfast without announcing the meal, and subsequently experienced hyperglycemia with multiple automated correction doses delivered by the system; education was provided to treat lows first with fast-acting carbohydrates and then announce and consume meals to reduce rebound hyperglycemia. Symptoms included no reported clinical manifestations associated with the glucose fluctuations. Outcomes included no hospitalization, medical intervention, or long-term impact. Investigation included user education and troubleshooting regarding proper hypoglycemia treatment and meal announcement. Investigation of this case revealed no device malfunction or component failure and was consistent with user management of hypoglycemia followed by unannounced carbohydrate intake leading to postprandial hyperglycemia and system-driven corrective dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.